Event description:
It was reported that the head end of the cot dropped one notch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.